Manufacturer narrative:
The esc button on the insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while driving. The customer's blood glucose was 116 mg/dl. While troubleshooting, the customer stated that she had clipped the device in her bra prior to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.